Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead was explanted and replaced on (B)(6) 2019. The reason for explant was unknown. No patient symptoms were reported.